Manufacturer narrative:
This device is not available for testing and evaluation. In addition, the catalog and lot numbers of the device are not available. No additional info is available regarding the procedure. A male pt of unknown past medical history, experienced a stroke post implantation of a precise stent. Pta was performed on a lesion in internal common carotid artery. The lesion was mildly calcified and there was mild vessel tortuousity. The lesion length and vessel diameter were not available. The lesion was not pre-dilated. There were no abnormalities observed during inspection and preparation of the angioguard. An angioguard distal protection device was deployed. The filter basket had good wall apposition when positioned distal to the vessel. A precise stent was implanted with success and was fully expanded. The angioguard was retrieved without difficulty, but it is unk if basket was fully closed when pulled back through the stented area. There was no debris found in the basket. After the procedure, the pt developed symptoms of consciousness disorder, paralysis on his right side of the body and alogia. He was given heparin, argatroban hydrate and edaravone for a treatment. The symptoms have not recovered and the administration of drugs (argatroban hydrate and edaravone) is still ongoing. Paralysis on the right side of the body and alogia still remained on the following day of the procedure. Detail regarding full recovery of residual effects are not available. The stent remains implanted in the pt and is thus not available for evaluation. A review of the manufacturing records could not be conducted without a lot number. The user discarded the angioguard device and no evaluation could be performed. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The IFU instructs to select the appropriate diameter filter baset according to the reference vessel diameter. Emboli is captured during the course of the procedure. Therefore, the IFU recommends checking the status of the angioguard during regular intervals. According to the physician, plaque might have gone through the filter basket and lead the pt to a stroke. If the angioguard device was fully apposed to the vessel wall as reported and, there was no debris found in the basket upon retrieval, it is highly unlikely that debris passed through the basket. Based on the info provided and without the angioguard device available for analysis, it is not possible to draw a conclusion about a clinical relationship between the device and the event. However, there are possible vessel factors, specifically the vessel calcification and procedural factors that may have contributed to this event. This is one of two devices associated with this event that were reported under the following manufacturing number 1016427-2009-00007.

Event description:
Pta was performed on a lesion in internal common carotid artery. The lesion was mildly calcified and there was mild vessel tortuousity. An angioguard distal protection device was deployed and retrieved without any malfunctions. A precise stent was implanted also with success. After the procedure, the pt developed with symptoms of consciousness disorder, paralysis on his right side of the body and alogia. He was given heparin, argatroban hydrate and edaravone for a treatment. The symptoms have not recovered and the administration of drugs (argatroban hydrate and edaravone) is still ongoing. According to the physician, the plaque might have gone through the filter basket and lead the patient to a stroke. Paralysis on the right side of the body and alogia still remained on the following day of the procedure. Additional info was requested and it is unk if the pt had any neurological symptoms prior to the procedure. During the procedure, there's a tight seal between the sds and the toughy borst (hemostasis) valve of the sheath introducer/ guiding catheter during aspiration. The angioguard was not in place when the event occurred, but the stent had been deployed. Detail regarding full recovery of residual effects are not known.